Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(4) confirmed the report of suspected pump thrombosis. (B)(4) was returned assembled with the driveline (dl) severed at the pump housing. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The apical sewing ring was not returned. The pump appears to have not been properly drained post-explant. Evaluation of the sealed inflow and outflow conduits did not reveal any denatured or laminated depositions or thrombus formations. Upon disassembly of the pump body, examination of the distal-side of the inlet stator revealed a denatured thrombus ring adhered around the inlet bearing cup. The thrombus ring appeared to have evidence of laminated layering, which is an indication that it developed in this location over an undetermined period of time while the pump was operating. A flat, non-laminated thrombus formation was present on the body of the rotor, in between two of the rotor blades. Areas of the thrombus were hard and denatured, indicating that it was present while the pump was operating. Origins of the formation could not be determined. Further examination of the proximal side of the outlet stator revealed a non-laminated, tissue-like deposition adjacent to the outlet bearing ball. This deposition was not adhered to any surface, and the structure of the deposition and lack of laminated layering suggests that it did not form at this location. Although the origin and duration of time for which the deposition was present in this area cannot be conclusively determined, the lack of circumferential contact marks on the distal end of the rotor suggest that this deposition was not present in the outlet stator for an extended period of time while the pump was operating. A specific cause for the observed thrombus formations could not be conclusively determined through this evaluation; however, their obstruction of the blood flow path could have contributed to the event of hemolysis reported via the patient outcome. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. During the disassembly of the pump, the motor capsule required excessive force to be removed from the outlet housing due to the silicone encapsulation adhering the two components together. Review of the manufacturing documentation of (B)(4) (shop order #(B)(4)) noted that the pump was rebuilt five times during pump assembly and testing. The motor capsule did not need to be removed from the outlet housing for any of the rebuilds. The pump passed all subsequent testing following the final rebuild. The silicone encapsulation issue would not have affected device functionality. The current version of the heartmate ii lvas IFU (document #(B)(4) rev.c) lists device thrombosis, hemolysis, and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported the patient was admitted on (B)(6) 2018 and diagnosed with an embolic stroke. A cta was performed and per the clinician showed no evidence of an embolic stroke. At that time, patient had a successful thrombectomy of left main coronary artery and left circumflex artery. Patient was discharged to skilled care center and then rehabilitation center to home. It was reported patient failed to thrive and decided to withdraw care. The patient subsequently expired on (B)(6) 2019. Pump was received for evaluation on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Patient's previous admission for embolic stroke and suspected thrombus was previously reported under MFR #2916596-2018-03933. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Approximate age of device - 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient with cva, suspected prior thrombus, patient failed to thrive and had withdrawn care. The patient's family wanted the rubies removed and returned to them as keepsake. No further information was provided.